Manufacturer narrative:
Per the user facility perfusionist, there was a visible damage to the level sensor cable. The cable was torn.

Manufacturer narrative:
As per senior tech support specialist, the customer said that the old level sensor has been thrown away, therefore will not be returned to the manufacturer for evaluation. The replacement level sensor has resolved the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level sensor was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.